Event description:
Additional information was received indicating that this event was reported under the wrong patient.

Manufacturer narrative:
B5: the report of right heart failure is covered under patient ID (B)(6) , per (B)(4). MFR# 2916596-2025-00036. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient required rvad support. It was noted that the right heart failure had existed pre-lvad implant, but it was not considered necessary to use an rvad before lvad implantation. The customer did not believe there was a correlation between the lvad and the patients right heart failure.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: upon further review, the information covered in this record was determined to be non-complaint; however, since an MDR was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. It was reported that the patient required rvad support. It was later communicated that this event was entered under the wrong patient. The report of right heart failure is covered under MFR # 2916596-2025-00036. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although the event was not considered to be device related, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.